Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite was used during a cystocele repair procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when the physician deployed the suture on the right side, there was bleeding noted. The bleeding was significant so they had to call a vascular surgeon to stop the bleeding. Prior to leaving, the rep was able to confirm with the physician that there was no device malfunction that occurred with our device. They were unable to know what was the cause of bleeding but the patient had a hysterectomy with a different doctor prior to the case. The procedure was not completed. The patient's condition at the conclusion of the procedure was reported to be good.